Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and decrease in r-wave sensing amplitude. The lead was capped and replaced. The patient¿s condition was stable post procedure.